Manufacturer narrative:
The investigation of positioning issues and saturated flow has been completed. The data logs were unavailable. The product was returned and evaluated. There were two kinks found in the cannula. The pump was run in a bucket of water with no abnormalities and the pump stop was not reproduced. No other abnormalities were found. The root cause of the positioning issue was most likely use-related as the physician inadvertently advanced the pump into the left ventricle (lv) while advancing the repositioning sheath. Pump stop. The failure mode "saturated flow" was updated to "pump stop" since pump failure due to high motor current was reported. The root cause of the pump stop was most likely use-related since there was evidence of cannula kinking on the returned product that matched the clinical details. D9 date device returned to manufacturer added.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. When physician advanced reposition sheath he also advanced catheter. This caused the cannula to prolapse and kink the kink led to pump failure due to high motor current. Decision made to remove pump and replace with new cp. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.